Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: encapsulation. Section d6b. Explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old hispanic female patient underwent a primary breast augmentation with a 375cc (right) and a 425cc (left) mentor memorygel breast implant and experienced a rupture on the right side and breast encapsulation on the left side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2024. This report is for the left side device.

Manufacturer narrative:
On october 05, 2024, mentor received additional information reporting that the patient rescheduled the date of device explantation to (B)(6) 2024. Section d6b. Explantation date: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 31, 2024, the mentor failure analysis lab has received the device for evaluation. On january 02, 2025, mentor noticed that the ruptured device was the patient's left side (lot 6856289). On january 16, 2025, after multiple attempts to clarify the ruptured side, mentor determined that the patient's left side with lot 6856289 would be coded for the rupture. Code a0412 has been added in section h6-medical device problem code to document this additional information. The patient's contralateral side is documented in manufacturer's report number 1645337-2024-08764. Per the operative report, the patient exchanged the breast prostheses due to the contour of the lower pole. On january 17, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the sm mpp gel 425cc breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 1.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2024, mentor received additional information reporting that the replacement device was a 300cc mentor memorygel breast implant (catalog number 3503004bc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).